Event description:
It was reported that during a paroxysmal afib case, a pericardial effusion and cardiac perforation was noticed as the patient's blood pressure dropped. The pericardial effusion and cardiac perforation were confirmed by (B)(4). Caller reported that the medical intervention provided was a pericardiocentesis and 500 ml of fluid were removed. The patient was reported to be in stable condition. The mobicath steerable sheath was used as part of this procedure. Patient and lot information are unavailable. The following bwi devices were also in use: carto 3, stockert cool flow pump, smarttouch catheter, pentaray catheter, soundstar catheter, cs bidirectional webster catheter, and bidirectional cs catheter.